Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025 . According to the patient, on (B)(6) 2025 , he was driving when he suddenly dropped to 20 mg/dl (not confirmed if this was meant to be bg) from 181 mg/dl reading on the cgm device. The patient had to stop the car because he was sweating, vomiting and started feeling nauseous, dizzy and had symptoms of hypoglycemia. The patient immediately called paramedics. When the paramedics arrived, they tested the patient¿s blood glucose level which was 20 mg/dl. The patient claims it was also reading 20 mg/dl on the cgm device (continuous glucose monitor reading value was outside of the 40-400 mg/dl ). The patient states that paramedics gave him some insulin (no information why insulin would have been provided with severe hypoglycemia) and that they were hospitalized for 3 days and given insulin every day. At the time of the report the patient was in stable condition. There was no clarification provided on the cgm reading outside of the range and the discrepant treatment provided. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.